Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A field service engineer reported that during service of the system the system showed an error code and shut down. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The central processing unit (cpu) and the printed circuit board (pcb) card were both replaced to resolve the issue. The system was tested and found to meet product specifications. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The system was manufactured on june 20, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to a nonconforming pcb on the host module. The manufacturer internal reference number is: (B)(4).